Event description:
The facility's biomedical engineer reported an infusion pump with a 715:00 failure code. The hospital rep stated to the baxter service facility that they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.